Manufacturer narrative:
It was reported to abbott a patient was unable to charge their ipg. Patient noticed the issues 3 weeks ago and could not recall the last time the ipg was charged. The patient confirmed being able to connect to the programmer and stated the battery level was very low. The patient did not grant permission for ts to warm transfer the patient to continuum and would like to meet a rep in person to troubleshoot. The rep met with the patient who was unable to charge the device using a known functional charger. The issue was resolved with replacement of the ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was unable to charge their ipg. Troubleshooting was undertaken with an abbott representative wherein it was confirmed that the patient's ipg was unable to be charged. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.